Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1 of 3. Per the initial report, the home patient (hp) had a system error 2240. The caregiver (cg) stated that the hp had disconnected to use the bathroom and right after reconnecting the hc started alarming. The technical service representative (tsr) explained the alarms and had the cg cycle the power two times to clear them. The tsr explained that the hp would need to start over with new supplies. The tsr then advised the hp to call the rn in the next twenty four hours and let her know what happened. The cg understood the explanations, cleared the alarms and would start over with new supplies and contact the rn. There was patient involvement but no injury or medical intervention was reported. Product surveillance (ps) contacted home patient's (hp) daughter on (B)(4) 2011. The daughter stated that the hp was able to complete therapy with new supplies. The daughter stated that the old cassette was full of air and solution. The daughter stated that the hp had an infection and is in the hospital for the infection. The daughter described the infection as being red with puss around the catheter. The daughter stated that she discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported. Product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(4) 2011. The rn stated that the infection was not related to peritoneal dialysis therapy. The rn stated that the hp would not be on pd therapy for about three weeks and will be on hemodialysis. The following additional information was received from global pharmacovigilence on (B)(4) 2011: the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex, total fill volume 2 liters times 4 exchanges daily. On (B)(6) 2011, the patient was hospitalized and diagnosed with peritonitis. The cause and type of the peritonitis is unknown. Treatment and remedial therapy are unknown. On (B)(6) 2011, the patient was discharged from the hospital; it is unknown if the patient has recovered from the peritonitis. In (B)(6) 2011 (exact date unknown), the patient stopped pd therapy for 2-3 weeks and the patient will be performing hemodialysis. The nurse stated that the event of the peritonitis was not related to pd therapy or the device. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was use error patient disconnected from the set.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.